Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device. Once implanted, suction alarms occurred, and the performance level was reduced to p-2. At this point an impella in position in aorta red alarm triggered. Performance level was increased to p4 to assess the left ventricular waveform and at p-4, the red alarms resolved but suction was initiated. At p-3, there was intermittent suction. The plan was to give intravenous fluids and assess with echocardiogram. The echocardiogram was completed and despite no significant change in motor current pulsatility and "good" position confirmed with an echocardiogram, the impella was giving the position alarm "position in aorta" when turned from p-3 to p-2. Consequently, the impella ran in auto mode for duration of procedure providing 3.6 l/min of support. Patient sent to unit for further recovery with tentative plan to explant the following day. The following day, however, approximately 24 hours later, the nurse reported a groin site bleed. No further information was provided. Therefore, intervention for the bleeding is unknown. The clinical representative was unable to confirm if blood products were given or if heparin was withheld. The patient was successfully weaned and the impella cp device was explanted this day. The patient was noted to have survived following the explant.

Manufacturer narrative:
The investigation for the access site bleed and low pump flow has been completed. The returned product was inspected and there were no physical abnormalities. The optical parameters were within specification. The data logs show a motor current spike with speed deviation characteristic of biomaterial ingestion. Moments after there was a purge pressure spike. The "impella position in aorta" alarms and "impella in ventricle" alarms occur after the motor current spike indicative of the biomaterial possibly interacting with the optical sensor causing false positioning alarms. The logs show suction alarms at p2 and p3. Clinical details mention that pump position was confirmed with echo. The root cause of the optical signal issue was most likely due to ingested biomaterial. The returned pump was run in the lab and low pump flow did not reproduce. The root cause of the low pump flow issue was not determined. As limited clinical information was provided, the root cause of he access site bleeding - major was not determined. Corrections to the initial MFR report: g1 MFR site name and address updated.

Manufacturer narrative:
H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-25844. D10 concomitant medical products and therapy dates updated. E4 should have been left blank in the initial report.